Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that there was coring due to a vialmate device. There was no patient involvement. No additional information is available.

Manufacturer narrative:
Additional information: upon follow-up, the customer reported that the particulate matter was noted in the vial after activation. The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.